Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been on therapy for 44 hours. Arctic sun device was giving low flow alert and water temperature (wt) had dropped. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 33.5c, water temperature (wt) was 27.7c, water flow rate (wfr) was 0.5 l/m. Neonatal pads connected. Walked through stop therapy, disconnect and reconnect pads using proper technique. Verified all lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was stabilized to 0.7 l/m. Advised water flow rate (wfr) should be 0.6 l/m or higher or the heater was disabled. Encouraged to call back with any questions or alerts/alarms, sn #(B)(6)..

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been on therapy for 44 hours. Arctic sun device was giving low flow alert and water temperature (wt) had dropped. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 33.5c, water temperature (wt) was 27.7c, water flow rate (wfr) was 0.5 l/m. Neonatal pads connected. Walked through stop therapy, disconnect and reconnect pads using proper technique. Verified all lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was stabilized to 0.7 l/m. Advised water flow rate (wfr) should be 0.6 l/m or higher or the heater was disabled. Encouraged to call back with any questions or alerts/alarms, sn #(B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been on therapy for 44 hours. Arctic sun device was giving low flow alert and water temperature (wt) had dropped. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 33.5c, water temperature (wt) was 27.7c, water flow rate (wfr) was 0.5 l/m. Neonatal pads connected. Walked through stop therapy, disconnect and reconnect pads using proper technique. Verified all lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was stabilized to 0.7 l/m. Advised water flow rate (wfr) should be 0.6 l/m or higher or the heater was disabled. Encouraged to call back with any questions or alerts/alarms, sn #(B)(6). Per follow up information received via task on 02apr2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Event description:
It was reported that the patient had been on therapy for 44 hours. Arctic sun device was giving low flow alert and water temperature (wt) had dropped. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 33.5c, water temperature (wt) was 27.7c, water flow rate (wfr) was 0.5 l/m. Neonatal pads connected. Walked through stop therapy, disconnect and reconnect pads using proper technique. Verified all lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was stabilized to 0.7 l/m. Advised water flow rate (wfr) should be 0.6 l/m or higher or the heater was disabled. Encouraged to call back with any questions or alerts/alarms, sn #(B)(6). Per follow up information received via task on 02apr2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. It was reported that the arctic sun device had low flow. A DHR review is not required as the lot number is unknown. Baw7667064 rev. 0 was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.